Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported for this lot. Based on the review, no product deficiency was identified.

Event description:
It was reported that the lesion was in the distal right coronary artery that had moderate tortuosity and moderate calcification. The allstar guide wire was advanced through the lesion and after predilatation was performed an attempt was made to advance the guide wire further distally; however, resistance was felt. The tip of the guide wire appeared prolapsed on angiography. During the attempt to remove the allstar guide wire, the tip of the guide wire fractured and remained in the vessel at the lesion. A balance middleweight guide wire was advanced and a stent was deployed stenting the fractured guide wire tip to the vessel wall at the lesion. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. A follow-up will be submitted with all relevant information.